Event description:
Product returned to medtronic for analysis - reported in medtronic database. Implanted (B)(6) 2023; received at mdt (B)(6) 2025; coded as c500 non-complaint and closed. Normal battery exchange for dead battery. Categorized as non-complaint by medtronic and closed. No further action to be taken.